Event description:
It was reported that the right ventricular lead dislodged. The lead was successfully revised during an ablation procedure for atrial fibrillation. No patient symptoms were reported. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.